Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced 2 infusion sets cannula kinked events, first on (B)(6) 2024 and second on (B)(6) 2024. The first event occurred within 3 hours of insertion and second after 3 hours of insertion. The insertion site was at abdomen and the sets were in use for one day. The patient resolved the events by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.